Event description:
Reportable based on device analysis completed on 14sep2018. The 7 x 20 x 130 innova was returned with no known complaint. However, device analysis found the device was stuck on the guidewire. Device eval by manufacturer: returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, middle shaft, and the remainder of the device were checked for damage. The device showed that a guidewire was stuck in the device. The mid-shaft was kinked 23cm from the distal side of the markerband. There was a kink and buckling at the nosecone. There was buckling 2cm from the nosecone. There was a kink on the inner liner located at 10cm from the tip. There was no stent in the device when returned. The guidewire sticking is consistent with the buckling damage constricting down on the wire and inhibiting it from exiting the catheter shaft. Inspection of the remainder of the device, revealed no other damage or irregularities.